Manufacturer narrative:
The device was returned for evaluation. The company is still investigating the issue at this time. The catalog number identified in section has not been cleared in the us, but is similar to the ti powerport low profile products that are cleared in the us. The pro code for the ti powerport low profile products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 1716000j implantable port allegedly experienced obstruction. The information was received from one source. One patient was involved with no reported patient injury. The female patient¿s age and weight were not provided.

Manufacturer narrative:
H10: the lot no for the device was not provided, therefore a lot history review could not be performed. The sample was returned to the manufacturer for inspection/evaluation. The evaluation was identified for obstruction of flow. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the ti powerport low profile products that are cleared in the us. The pro code for the ti powerport low profile products is identified in d2. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 1716000j implantable port allegedly experienced obstruction. The information was received from one source. One patient was involved with no reported patient injury. The female patient¿s age and weight were not provided.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the ti powerport low profile products that are cleared in the us. The pro code for the ti powerport low profile products is identified. The lot no for the device was not provided, therefore a lot history review was not performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation is confirmed for complete port blockage. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 1716000j implantable port allegedly experienced obstruction and complete blockage. The information was received from one source. One patient was involved with no reported patient injury. The female patient¿s age and weight were not provided.